Event description:
A port was placed for chemotherapy treatment in 2002. While administering the patient's fourth chemotherapy treatment, redness was noted. It was noted the distal tip of the catheter had detached and migrated to the right atrium. The catheter was removed and the patient was transferred to another facility for retrieval of the tip. Another port was not placed as treatment was completed with this unit. No other complications have been reported. This device has been retained by the user facility. Therefore, no failure analysis will be available. A lot search was performed and revealed no other complaints to date on this lot number. User technique during access and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.